Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No motor position encoder error alarm could be verified and the functional tests could not be completed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. It was stated that the settings on the insulin pump had been deleted. It was stated that the device was in the customer's pocket with no significant events occurring. Customer was unable to rewind the insulin pump. Blood glucose value is 10.6 mmol/l. Nothing further reported.